Event description:
On (B)(6) 2025, the patient reported skin irritation while using the electrode - patch - universal 2 channels. The irritation manifested as itching, hives, and open sores on the skin. The patient sought medical treatment and was prescribed a topical steroid; no over-the-counter medication was used. Due to the skin irritation, the patient took a break in service and/or discontinued use of the device. The patient confirmed following the recommended skin preparation instructions. It was noted that the patient has a history of skin sensitivity/allergy to adhesives and metals. No information was provided regarding actions taken to address the complaint, lot numbers of the device, follow-up plans, or return instructions.

Manufacturer narrative:
On (B)(6) 2025, the patient reported skin irritation while using the electrode - patch - universal 2 channels. The irritation manifested as itching, hives, and open sores on the skin. The patient sought medical treatment and was prescribed a topical steroid; no over-the-counter medication was used. Due to the skin irritation, the patient took a break in service and/or discontinued use of the device. The patient confirmed following the recommended skin preparation instructions. It was noted that the patient has a history of skin sensitivity/allergy to adhesives and metals. No information was provided regarding actions taken to address the complaint, lot numbers of the device, follow-up plans, or return instructions. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a history of skin sensitivity/allergy to adhesives and metals. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.